Event description:
The patient was having resection of colon. The stapler was fired at the anastomosis site. The staples did not close uniformly causing injury to the tissue. The surgeon had to over-sew the area and revise the anastomosis site. The repair added about an hour to the surgical procedure. According to the staff some staples put holes in the tissue, but did not close. The staples were incompletely formed. The tissue thickness was appropriate and was not thought to be a factor. There was no extension of tissue beyond the stapler that would have impacted staple formation. Experienced physician and nurses in the operating room.what was the original intended procedure?exploratory laparotomy, cytoreduction including resection of small bowel, colon,splenectomy, cholecystectomy, bilateral fasciocutaneous flaps, and resection of multiple abdominal tumors involving all the small bowels and peritoneal surfaces and omentectomy.device #1is this a laboratory device or laboratory test?no.